Event description:
The customer reported the ventilator stopped cycling and volume dropped during use. The customer reported there was no patient harm. The manufacturer's service technician was able to duplicate the reported problem. The service technician replaced the crossover solenoid to address the reported problem. Extended self testing and performance verification testing were completed and tests passed to operating specifications.

Manufacturer narrative:
Solenoid.